Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 5127772. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7089686. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7091279.

Event description:
It was reported that the patient experienced an infection located in the chest and possibly the lead extension site. Therefore, the patient underwent an explant procedure where all deep brain stimulation (dbs) device components were explanted. A culture was taken and sent to pathology. The explanted devices will not be returned as they were retained by the medical facility. No further information was able to be obtained regarding infection symptoms, culture results, or patient status postoperatively.

Manufacturer narrative:
The returned ipg, db-1216, serial (B)(6), and lead extensions, nm-3138-55, serial (B)(6), passed inspection and revealed no anomalies. Additionally, visual inspection on the returned lead, db-2202-45 serial (B)(6), revealed that it was cleanly cut with only the proximal end of the lead being returned. This damage is a result of a typical explant procedure and therefore, is not considered a failure. No other anomalies were identified on the lead. A product labeling review that was conducted determined that infection is a known inherent risk associated with the use of the dbs device, as documented in the instructions for use (IFU). Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: (B)(6), product family: dbs-extension upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: (B)(6). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient experienced an infection located in the chest and possibly the lead extension site. Therefore, the patient underwent an explant procedure where all deep brain stimulation (dbs) device components were explanted. A culture was taken and sent to pathology. The explanted devices will not be returned as they were retained by the medical facility. No further information was able to be obtained regarding infection symptoms, culture results, or patient status postoperatively.